Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The metal yoke broke. Required intervention to prevent permanent damage.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Additional event information and x-rays were requested and received including primary and revision operative notes, along with pre-revision x-rays. There were no apparent significant findings within the initial surgery op note from (B)(6) 2007 suggesting complications or deviations from the recommended surgical procedure. Two x-rays were provided for review, one was not dated. X-ray dated (B)(6) 2010 showed implant placed in proper position. No apparent defects were visible. A minimal translation of the revision operative note was done. Per review of translation, physician states there was knee instability and fracture of the post was suspected due to clinical indications and previous history of this type of implant. Intraoperatively, physician discovered that the post was fractured. It cannot be determined, with the information provided, that the complaint is product related. Based on the inability to determine root cause, the need for corrective action has not been identified.